Event description:
It was reported that during a generator changeout, during handling by the physician, the shock coil of this right ventricular (rv) lead was compromised, leading to high out of range shock impedances measuring above 200 ohms. The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned.